Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Complaint history review: the complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported pain is considered to be under the scope of this recall. No further investigation is required.

Event description:
Plaintiff alleges the right rejuvenate hip implanted on (B)(6) 2012 failed causing pain and elevated metal ion levels. Plaintiff has not yet scheduled revision surgery. Suit filed in minnesota. Additional information received from broadspire on (B)(6) 2015: it was reported that the patient has pain in groin & leg, high cobalt, losing hearing & eye sight, ringing in left ear. Additional information received from legal on (B)(6) 2017: it was reported that plaintiff was revised on (B)(6) 2017. Update reported through stryker facebook page: "stryker is the reason I can't walk today. A metal on metal recalled device."